Event description:
The manufacturer received information alleging that the ventilator inoperative condition occurred. There was no harm or serious injury reported. The device was returned to the manufacturer for evaluation. Review of the device's error log found that a "ventilator inoperative" alarm occurred. The main board was replaced to address the issue. In addition, a second error code was recorded, and the ui panel was observed to have been scratched, therefore it was replaced, both of which were unrelated to the reportable issue. The bipap a40 system silver (r1111177) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.